Event description:
Customer reports that when he rewound insulin pump piston did not move far enough in order to put in a new reservoir. After troubleshooting, it was found that reservoir customer was using was too large for the insulin pump customer had. Customer was advised that a small reservoir will be sent. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).